Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The returned sample was visually inspected, during which no anomalies were noted anywhere on the device. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. However, this event has been confirmed due to an abnormal interaction between the seal rotor and stator surfaces. (B)(4). Method: visual inspection. Actual device evaluated. Acoustic noise testing. Manufacturing review. Results: no failure detected. Conclusions: known inherent risk of procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation just prior to cardiopulmonary bypass, the pump head was making a squealing sound. No patient involvement as this occurred during pre-cardiopulmonary bypass product was changed out. Surgery was completed successfully.